Event description:
Two errors appeared on the carto monitor (error #401 and #105). Error code 401 is "a distortion in the magnetic field has been detected near the catheter". We cannot find error code 105 in our manual. It is believed the sensor was bad. The catheter was replaced and the problem was resolved.======================health professional's impression======================n/a======================manufacturer response for navistar thermocool electrophysiology catheter======================awaiting response